Event description:
It was reported that tandem mobi pump battery would not charge even though customer used tandem charging pad, cable, and wall adapter with a confirmed working outlet and aligned pump and pad logos, and did not have charge pad cover. There was no reported impact to the customer¿s blood glucose level. Technical support instructed customer to plug tandem mobi wall adapter into known working outlet and leave it connected for at least 30 consecutive minutes to see if pump would begin charging, and planned to follow up, and no additional information was received regarding the outcome of the event.